Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus china. Olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the information from olympus china, omsc surmised that the reported phenomenon was attributed to an accidental failure of the emergency lamp although less than two years had passed from the subject device had been installed. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during preparation for an unspecified procedure using the subject device in combination with the video processor otv-s190 (patient was not under anesthesia), it was found that the emergency lamp reported error. The user replaced the subject device to another similar device to complete the intended procedure without more than fifteen minutes extension. Olympus (B)(4) found that the emergency lamp indicator on the front panel blinked during the incoming inspection for the repair of the subject device. There was no report of patient injury associated with this event.

Manufacturer narrative:
The subject device has not been returned to omsc for evaluation but was returned to olympus (B)(4). Olympus (B)(4) checked the subject device and found the reported phenomenon, and also found that the emergency lamp was broken and flickered. The exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.